Event description:
The patient presented with aseptic loosening of the acetabular cup, which was revised in (B)(6) 2018. The femoral stem was left in place during the first revision. The cup loosened again, requiring a second revision. When we exposed the components, we noticed that the mdm liner/acetabular shell wore a notch into the neck of the femoral stem. We removed all components and inserted a restoration modular stem, multihole acetabular cup and constrained liner.

Manufacturer narrative:
An event regarding loosening of the acetabular shell involving an mdm liner was reported. Conclusion: the patient was revised due to loosening of the acetabular cup. During revision surgery, the head and both the adm and mdm liner had to be replaced as the head is located in the adm liner, the adm liner sits into the mdm, the liner is assembled to the shell component which was explanted due to loosening, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient presented with aseptic loosening of the acetabular cup, which was revised in (B)(6) 2018. The femoral stem was left in place during the first revision. The cup loosened again, requiring a second revision. When we exposed the components, we noticed that the mdm liner/acetabular shell wore a notch into the neck of the femoral stem. We removed all components and inserted a restoration modular stem, multihole acetabular cup and constrained liner.